Event description:
It was reported that upon refilling the patient's pump, it had less volume than expected in the pump. The hcp reported it was a "large" volume discrepancy, but did not provide details. The type of medication, daily dose and concentration being administered via the pump was not reported. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.